Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the hypoint ndl27ga1/2in experienced a loose needle. The following information was provided by the initial reporter: distributor has received a complaint from the end user reporting issue the product neorecormon stating the following: ¿needle is very loose and detaches itself from the syringe when the cap is removed.¿

Manufacturer narrative:
H6: investigation summary: the customer issued a complaint for a very loose needle and that detaches itself from the syringe when the cap is removed. No samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion, bdm-ps was not able to confirm the detection of the symptom perceived by the customer or correlate this symptom with a potential cause linked to bdm-ps process. As a consequence, bdm-ps does not propose any corrective action in the scope of this complaint. H3 other text : see h.10.

Event description:
It was reported that the hypoint ndl27ga1/2in experienced a loose needle. The following information was provided by the initial reporter: distributor has received a complaint from the end user reporting issue the product neorecormon stating stating the following: ¿needle is very loose and detaches itself from the syringe when the cap is removed.¿